Event description:
A research article title "acute and chronic open conversion after endovascular aortic aneurysm repair: a 14-year review" by juan carlos jimenez, md, wesley s moore, md, and william j quinenes-baldrich, md was published in the journal of vascular surgery (volume 46, number 4). This research article was a retrospective review of all pts who underwent open conversion after endograft placement for infrarenal aortic aneurysms between 1993 and 2006 at medical center. There were seventeen open conversions performed with either partial or complete endograft removal. Out of the 17 pts, 13 were implanted with an ancure endograft while the remaining four were either unk or implanted with a competitor's product. A pre-operative CT scan was performed on all 17 pts, 13 patient's required pre-operative aortic angiography. Indications for the five acute conversions were intra-operative aortic rupture (n=2) and type I endoleak (n=3), including one pt with complete graft migration into the aneurysm sac after deployment. Indications for chronic conversions were type I endoleak in 3 pts, type ii endoleak in 5 pts, and one pt each with type iii endoleak, type IV endoleak, stent fracture without endoleak, delayed retroperitoneal bleeding, and infection. Post procedural complications included myocardial infarction, arrhythmia, respiratory failure, pleural effusion, renal failure, bleeding and death.

Manufacturer narrative:
Please note: one of the authors of this article has been contacted for additional info such as model/serial numbers for these endografts. As of the date of this report, we have not obtained this info. If the info is obtained, an amended/updated report will be filed.